Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's morning blood glucose (bg) level was 52 mg/dl and juice was consumed to address the low bg level. The customer had tandem technical support review the pump settings and they were found to be set as per the healthcare provider's instructions. The customer was not sure what caused the low bg.